Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that something weird was going on. Last week they went to sleep and the ins battery was at 30%, they changed the settings to a sleep setting and was expecting to recharge the ins in the morning and the ins battery was at 20% according to their handset on the mystim application. The pt connected the wireless recharger and on the recharger app it showed the ins was at 70% battery. It then only took 30 minutes to charge the ins to 100% battery. The pt thought the handset could have been reading the ins charge levels wrong. Then a couple days later in the morning they changed to regular power since they were going to do a lot of activity and actually increased therapy from 7.5 to 8. 4 hours later they noticed the ins battery died in charge for it went from 70% to 0% and they got a service code 336 so they recharged the ins which took almost 1 hour and 40 minutes to do. Then 6 hours later at 8pm the pt checked and their ins battery went from 100% to 90% and from 8pm to midnight on in 5 hours the ins went from 90% to 80%. On friday and saturday the ins battery was discharging at a normal rate then on sunday the ins went dead on them since it lost it charge quicker than normal or the handset was reading wrong. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a72400 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the problem was either quick discharge or the wrong numbers on the application on the communicator. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: a72400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-14: the caller indicated that the implanted device has been causing pain and has not been working properly, the issue started on (B)(6) 2025.